Event description:
The complainant reported a patient with cardiomyopathy was being implanted with an impella cp for mechanical circulatory support. Upon advancing the impella into position, the impella severely kinked due to extreme torque across the aortic arch. The patient had oozing at groin site and heparin was decreased. The physician attempted to reposition, but the fold continued to worsen. The physician explanted the initial device and implant a new impella cp with no issues.

Manufacturer narrative:
The impella device was returned, the cause of the cannula kink was use related since an incorrect guidewire boston scientific v-18 control wire 0.018 in was used. Impella cp with smart assist system instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.